Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data might not be current in all the stations due to interface down. A technical support specialist (tss) confirmed that the services had already been restarted, and an interface utility deployment was attempted, but the deployment failed. Tss advised the team to reach out to the integration engineering support team (iest) team for further assistance. Upon checking the downtime query, found that carefusion coordination engine (cce) messages were stuck, contacted the integration engineering support team (iest) team, confirmed there were no issues on the carefusion coordination engine (cce) side but identified errors on the server side, attempted to restart external messaging services and net services again, but the messages remained stuck at the same timestamp. Tss then checked internet information services (iis) application pools and found several pools in a stopped state, started the stopped pool, observed that the carefusion coordination engine (cce) messages began processing and crossing over successfully, informed the user through email that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, data might not be current in all the stations due to interface down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.